Manufacturer narrative:
The malfunction was observed intermittently during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing which included functional testing without duplicating the malfunction. The monitor board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's screen would intermittently turn completely blue and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.